Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his sensor glucose reading was 100 mg/dl but that his blood glucose level was 45 mg/dl. The sensor and blood glucose difference was not within an acceptable range. This issue occurred with two sensors. He drank juice to bring his blood glucose up. A sensor had blood at the site. Under the infusion set's adhesive the site was irritated. The device was not returned.